Manufacturer narrative:
The following devices were also listed in this report: size 5 triathlon cr femoral component; cat # unk_jr; lot # unknown. Size 6 triathlon primary baseplate; cat # unk_jr; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving an unknown triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, and the primary operative report and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Not available.

Event description:
It was reported that the patient's right knee was revised due to infection. Originally, surgeon planned to perform an I&d with poly swap. However, intra-operatively, the surgeon reported the infection was too severe and performed a stage 1 revision. All implants were removed and a spacer placed. Rep confirmed that no further information will be released by the hospital or surgeon.